Event description:
On (B)(6) 2013, the patient reported to animas that allegedly the keypad buttons are sticking. Patient states they have to press the keypad button multiple times to get it to respond. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.